Event description:
The report indicated that during bypass, a bubble occurred 15 minutes into the procedure. The pump was shut down and the pt was off bypass for 30 sec while the bubble was fed to the recirculation line. Once recirculated, no more bubbles recurred. The unit was not changed out and there was no pt compromise.